Event description:
New information received indicated that the lead had dislodged. High impedance or high threshold were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to emergency room after receiving inappropriate shocks from their device due to noise on the right ventricular lead. The patient was admitted to the hospital. On (B)(6) 2018, it was noted that the patient received three more inappropriate shocks for lead noise. The device was turned off and the patient was sent home. On (B)(6) 2018 the lead was capped and replaced. The patient's condition was stable before, during and after the procedure.